Event description:
It was reported that the patient was admitted for an abdominal abscess and abdominal pain. The patient experienced abdominal pain, redness, erythema, warmth, and purulent discharge from the anterior abdominal wall. Driveline cultures were taken and positive for proteus mirabilis. Plan of care was surgical incision and drainage of the wound with vacuum assisted closure dressing and intravenous antibiotic therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the submitted log files showed the system operating as intended. No further information was provided. The manufacturer is closing the file on this event.